Manufacturer narrative:
There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
The peritoneal dialysis patient called in to report drain complications with fibrin found and also reported being diagnosed with peritonitis. The peritoneal dialysis (pd) nurse confirmed that the patient was hospitalized with peritonitis on (B)(6) 2017 following a positive culture result with the organism klebsiella pneumoniae. The pd nurse stated that the patient was treated with antibiotics ancef and gentamicin via the intraperitoneal route. The pd nurse reported that the peritonitis was caused by a breach in aseptic technique and the patient was not maintaining hygienic conditions during peritoneal dialysis therapy. The patient has been utilizing peritoneal dialysis since (B)(6) 2015.

Manufacturer narrative:
(B)(4) - the actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient contact reported patient had peritonitis and had a medicated supply bag (B)(6) 2017. During follow up the patient's pd nurse confirmed the patient was in the hospital for peritonitis, admitted on (B)(6) 2017. The patient was treated with antibiotics (drug name, dose, route, and frequency unknown). Culture was positive for klebsiella. The nurse reported the source of infection was a breach in aseptic technique.